Manufacturer narrative:
The customer reported complaint of a quattro catheter (lot# 149403) leak was confirmed during functional testing of the returned catheter. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the distal luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except for the distal luered tubing due to blood clogged. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 149403. At the time of the report, the patient is currently normothermic and still sedated, intubated in psv mode. No injury or death reported. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient.

Event description:
The customer reported that during ivtm therapy the quattro catheter (lot# 149403) was placed in the right femoral vein. The insertion was smooth from the first attempt. The patient's body temperature at the start of the ivtm therapy was 34.2°c. The target temperature was set at 37.8°c, at the fever rate. After 4 days, nearly towards the end of the re-warming phase, when the patient's body temperature reached 37.7°c, the thermogard console generated an air trap alarm, and the 500 ml saline bag was observed almost empty. The user replaced the saline bag, and the treatment resumed. However, after an unknown period, it was noted that the saline level in the second 500 ml saline bag was also decreasing. There were no traces of fluid observed on the patient's bed or the floor around the patient; therefore, a catheter leak and infusion of about 800-1000 milliliters of saline into the patient's bloodstream was suspected. There was no device malfunction reported on the console and per customer, the console is working as intended. Per the reporter, the therapy was almost completed at the time of the event and the patient reached the target temperature, therefore, the catheter was not replaced. The patient is in stable condition. No consequences or impact to the patient. After the catheter removal, a small tear/crack was observed on the catheter shaft.